Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the connectors required repair , the ventricular output connector was found to be broken. It was further noted that the hanger and lower case (by battery drawer) were broken and that both wires on the liquid crystal display (lcd) were pinched (not compromised). Keypad window was damaged .all found defective parts were replaced and all other identified issues were resolved. The device then passed final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular output connectors of the external pulse generator (epg) required repair. It was further reported that the hanger of the epg required repair. The epg was received into service. There was no patient involvement.